Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
(B)(4). Customer receives a 8100 (s/n (B)(4)), pressure sensor reading high. Failure device type: alaris system instrument failure problem type: 8100 failure mode: troubleshooting/ error codes case resolution: customer receives 8100 (s/n (B)(4)), pressure sensor reading high. Explained problematic fault to pressure sensor. Customer mentions they had replaced the bottle-side pressure sensor. Problem still present when testing the pressure sensor. Suggested to customer to repair/replace the logic board. Informed customer, if any further concerns and/or issues to give a call back. End call.